Event description:
During surgery, this lag screw was chosen as an alternative device to complete the surgery. The info indicates that this device did not malfunction.

Manufacturer narrative:
This event is not an MDR reportable event. The device referenced in the report was chosen as an alternative method of fixation. The device did not malfunction or fail to perform as intended. This MDR was filed in error.